Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned with the balloon protector cap over the balloon which was removed during analysis. The returned balloon protector inner dimension was noted to be within specification. A visual examination observed that the catheter midshaft was detached at the guidewire exit port. It was noted that the midshaft was stretched for a distance of 1mm proximal to the break and was also stretched for 0.5mm distal to the break. This is evidence of excessive tensile force being applied to the device. The inner and outer were kinked at several locations along their length. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the distal part catheter came off. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected to treat the target lesion. During unpacking, when the physician took out the product from the package, the distal end of the catheter detached. The device never went inside the body. The procedure was completed with another with the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distal part catheter came off. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion. During unpacking, when the physician took out the product from the package, the distal end of the catheter detached. The device never went inside the body. The procedure was completed with another with the same device. No patient complications reported.